Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was having pain along the area of the leads going to the ipg. The patient was given a trigger point injection and the patient's pain was resolved.